Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage on (B)(6) 2025. The leakage was at the quick release. The infusion set was in use for three days. The blood glucose level was 260 mg/dl the patient replaced infusion sets and resumed insulin successfully. No further information was available.